Event description:
Bottles labeled 1 and 2 have the incorrect labels; the bottle labels are switched on these buffers. Under rare cases inaccurate results could be generated that may affect treatment.